Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of probe damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe damage. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the probe broke off at the surgical cuff and fell into the patient. The device fragment was retrieved with the use of an unknown laparoscopic device. The procedure was completed with a similar device. There was no patient injury.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the probe was broken off. The broken probe portion was returned and measured approximately 17 mm long. The ptfe pad (teflon pad) was inspected and found to have normal wear with no metal exposed. The root cause of the reported event is most likely due to the probe coming into contact with a hard or metallic surface during activation.